Manufacturer narrative:
Concomitant products: 457453 lead, implanted (B)(6) 2007; 419388 lead, implanted (B)(6) 2008. Product event summary: the medial portion of the lead was returned, and analyzed. Analysis indicated that there was a connector pin observation. Visual summary analysis of the lead indicated apparent explant damage. The analysis noted that the lead was returned without the connector pin.

Event description:
It was reported that during the implant attempt of the device, the physician could not visualize the connector pin for the pace/sense portion of the right ventricular lead, past the connector block. Multiple attempts were made to advance the pin further past the block. During this time, the physician had difficulty engaging the setscrew and the lead would release from the connector block. The setscrew was removed and the connector pin would not release from the connector block. The right ventricular pace/sense lead was partially explanted and replaced with the existing pace/sense right ventricular lead that had been capped. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.